Event description:
Complaint info received indicated that the head section was not going down all the way. No injury alleged.

Manufacturer narrative:
Tech found the unit in maintenance. Found head section was not going down all the way. Replaced head gas shock to resolve this issue.